Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose readings. The customer's blood glucose value was almost 400 mg/dl. The customer treated with a correction bolus. The customer stated her pump screen was blank when she woke up. The customer stated that her blood glucose dropped to 49 mg/dl. The customer treated with a bolus of 7.6 units. The product was not returned for analysis.